Event description:
It was reported that 4 pen needle 32gx4mm experienced insufficient cannula length on the patient end. The following information was provided by the initial reporter: the customer said that the injection was not smooth and the needles felt shorter after use.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: lot#0248522 DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormality was found. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. No samples were returned for further investigation. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode base on investigation above, the root cause cannot be concluded at this time.